Manufacturer narrative:
The system was evaluated at the site. The reported issue was able to be duplicated by medtronic personnel. It was noted that the shaft that holds the perc pin in place was bent which allowed unwanted movement and slipping of spine frame. The damaged spine frame was directly related to the reported event. A RMA was issued to replace the damaged part.

Event description:
A neuro coordinator, called in from the site to report that the surgeon was inaccurate by 1cm while navigating with an o-arm spin in the synergy spine software. They had to take two add'l spins with the system to maintain accuracy. The surgeon opted to continue the surgery using the stealthstation with no impact on the pt outcome.